Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus premier ous mr 16 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled distally, past the distal markerband. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-sep-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric target lesion was located in the moderately tortuous and moderately calcified ostial left anterior descending artery. The lesion contained >45 and <90 bend. After a 0.014in non-bsc guidewire was crossed to the lesion, pre-dilation was performed with a 2.5x8mm non-bsc balloon. A 16 x 4.00mm promus premier drug-eluting stent was advanced but failed to cross the tight lesion which was somewhat fibrocalcific. Another 12x4mm promus premier drug-eluting stent but it was still unable to cross. The procedure was completed with a 4x9mm non-bsc device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.